Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure the doctor attempted to place the trial lead, but was unable to place the lead due to scoliosis and the patient's anatomy. The doctor decided to abandon the procedure.